Event description:
Legal claim alleges: patient was implanted with a right depuy asr hip in (B)(6) of 2009. She has suffered pain and elevated cobalt and chromium levels. It is unclear if she has been revised on this side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim alleges: patient was implanted with a right depuy asr hip in (B)(6) 2009. She has suffered pain and elevated cobalt and chromium levels. It is unclear if she has been revised on this side. Update: (B)(6) 2011 - litigation papers received. There is no new information that would change the outcome of the investigation. The MDR decision has been changed. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for unknown reasons.